Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 3.5mm x 16mm taxus liberte stent was implanted in (B) (6) 2009. In (B) (6) 2010, the patient returned with restenosis of the 3.5mm x 16mm taxus liberte stent. The 99% in-stent re-stenosed lesion was located in the non calcified and severely tortuous proximal right coronary artery (rca). The physician attempted to treat the lesion with a 10mm x 4.00mm flextome cutting balloon, but was unable to cross, a quantum maverick balloon was used successfully. No further patient complications were reported. The patient's status was reported as good.

Manufacturer narrative:
Implant procedure date: (B) (6)-2009device evaluated by manufacturer: the device is implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)